Event description:
The pt reported that her blood glucose was in normal range when the device was placed on (B)(6). On (B)(6), her bg was 118mg/dl at 12:15am and 198mg/dl at 8:33am. She took an 8.15 unit insulin bolus at the latter time, but didn't eat anything. At 10:09am, she was having a meal containing 40 grams of carbohydrate, had bg of 248mg/dl, and bolused 18.25 units. Forty minutes later, she ate another 52 grams of carbohydrates and took another bolus of 16.3 units (no bg results). At 12:08pm, her bg was 479mg/dl, which she corrected with a 26.5 unit bolus. At 12:18pm, the pod generated a low reservoir alert (20 units left), so it was deactivated at 12:31pm. The cannula was bent "a little" when removed and she could smell insulin. The pod was discarded. The pt was in the hospital at the time of her call, having been admitted through the ER where her bg was around 600mg.dl (no time reported) and she was "out of it." By 5:00pm it was down to 479mg/dl and by 6:40pm to 224mg/dl. Her doctor told her they are keeping her in the hospital overnight, that her potassium is high and her sodium low, there were ketones in her blood, and that they were ordering a basic metabolic panel, including glucose. She was on an insulin drip and could see pooling around the IV.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to confirm any malfunction or determine if the device could have contributed to the pt's hyperglycemia and hospitalization. No qualification records were reviewed because no product lot number was reported. The omnipod user guide warns, "test results greater then 250mg/dl mean high blood glucose (hyperglycemia). If you get results above 250mg//dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250mg/dl, follow the treatment advice of your healthcare provider," and advised, "to avoid hyperglycemia (high blood glucose), check your blood glucose at least 4 - 6 times a day (when you wake up, before each meal, and before going to bed."